Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is reported that during the pre-test for the foley catheter placement in the operating room for urinary catheterization and temperature management, sterile water did not come out. It was difficult to drain water.

Manufacturer narrative:
The reported event could not reproduced during investigation and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. CAPA#13490418 was opened to documented the investigation. The roor cause for this failure, per CAPA 13490418, is sufficient guidance in IFU on the method for securing the connection between the valve and syringe during catheter deflation. Risk review, labelling review, and DHR review are not required as event has already being investigated per CAPA 13490418. A DHR review was conducted as part of CAPA 13490418 to confirm the device met all applicable manufacturing requirements. The device manufacture date is not being provided as it is not required to address the scope of this investigation conclusion." Refer to CAPA 13490418 for further details. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is reported that during the pre-test for the foley catheter placement in the operating room for urinary catheterization and temperature management, sterile water did not come out. It was difficult to drain water.